Event description:
(B)(6) 2021 mpxr 900838 (for, hcp, rep): information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 20 mg/ml of morphine at 4.001 mg/day and 2 mg/ml of bupivacaine via an implantable pump. On 2021-nov-24, it was reported that the patient had started to not feel pain relief in 2020, even after their dosage was increased. It was also noted that, during refills, the amount inside the pump did not match the one indicated in the clinician programmer. No troubleshooting was done regarding the catheter. The patient's medical team decided to explant the pump and catheteron (B)(6) 2021 because of the patient's lack of pain relief and because the patient had started to follow another treatment for pain. It was noted that the patient no longer needed the pump so the pump and catheter were not replaced. The issue was considered resolved at the time of the event. The patient's status was listed as "alive - no injury". (B)(6) 2021 eoc, e1 (for, rep): documents contain no new information. (B)(6) 2021 rp: document contained no new information. (B)(6) 2022 e2 (for, hcp, rep): document contained no new event information.

Manufacturer narrative:
Product ID 8780 lot# unknown implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump was returned and analysis found no anomalies. The returned device passed all testing in the laboratory. H3: the catheter was returned and analysis found no anomalies upon microscopic inspection. The catheter was patent, and passed pressure leak testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, explanted: (B)(6) 2021, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 20 mg/ml of morphine at 4.001 mg/day and 2 mg/ml of bupivacaine via an implantable pump. On (B)(6) 2021, it was reported that the patient had started to not feel pain relief in 2020, even after their dosage was increased. It was also noted that, during refills, the amount inside the pump did not match the one indicated in the clinician programmer. No troubleshooting was done regarding the catheter. The patient's medical team decided to explant the pump and catheter on (B)(6) 2021 because of the patient's lack of pain relief and because the patient had started to follow another treatment for pain. It was noted that the patient no longer needed the pump so the pump and catheter were not replaced. The issue was considered resolved at the time of the event. The patient's status was listed as "alive - no injury".